Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: nc emerge, guide catheter: cls 3.5 . The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient effects of angina, EKG/ECG changes, and ischemia and the relationship to the device, if any. However, the reported bend, difficult to remove, separation, damage to the other device, foreign body in the patient, and treatments appear to be related circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that one balance middleweight guide wire (bmw) was positioned through an implanted stent strut in the inferior branch of the third obtuse marginal (om3) coronary artery. A balloon dilatation catheter (bdc) was advanced on the bmw guide wire, but was unable to cross the stent struts at the ostium of the inferior om3. The bmw wire in the inferior branch was repositioned multiple times and recrossed the stent struts. After multiple unsuccessful attempts to advance the bdc into the inferior om3, the bmw wire was pulled back. While pulling the wire back, the tip of the bmw wire became bent and caught in the stent struts, jailing the inferior branch. The bmw wire was removed with difficulty and it was noted that the tip of the bmw wire had fractured and was lodged in a small arterial branch of the proximal left circumflex coronary (lcx) artery. Removal of the guide wire resulted in significant damage to the stent in the mid lcx and timi 1 to 2 flow in both om3 branches. The tip of the bmw was unable to be retrieved with a snare. The patient had st elevation and chest pain which both improved with balloon angioplasty of the mid lcx. The patient had bypass surgery two days after the stent procedure. The patient was reported to be doing okay. No additional information was provided.